Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 80 colony forming units (cfus) of pseudomonas aeruginosa. The scope was sampled a second time on (B)(6) 2024 and it also tested positive for more than 80 cfus of pseudomonas aeruginosa. In both cases, all channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.